Event description:
The customer obtained the result 321mg/dl on his accu-chek advantage meter in comparison to 124mg/dl on a professional meter. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.